Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, an ophthalmic suture was found to be broken prior to patient use. The surgery was completed on the same day using an alternative suture, without patient health impact.